Event description:
Pt moved from rediness chair to wheelchair to pull needles after dialysis run. Pt moving arm and talking with other nurse, when approx 50cc blood noted in chair, with clamp to needle open. Clamps had been clamped prior to this.